Event description:
This is one of two complaints reported. Please reference manufacturer #'s: 3005099803-2009-6146 for the associated device report. Note: date of event and initial stent placement is unk. It was reported to boston scientific corporation that two bsc stents (ultraflex uncovered and ultraflex partially covered esophageal stents) were placed to treat an obstruction due to esophageal cancer. According to the complainant, tumor ingrowth was noted within the stents. An ultraflex covered esophageal stent was placed inside the 2 stents to treat the ingrowth. The pt's condition at the conclusion of the procedure was reported as "no problem".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unk. The complainant indicated that the device remains implanted and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed.